Event description:
It was reported that the pump battery was depleting quickly over the past year resulting in the pump shutting off. The customer experienced instances of elevated blood glucose (bg) levels displayed as ¿high¿; however, a specific value was not provided. Reportedly, customer would replace supplies to address bg, administer correction bolus via pump, and would be at times assisted by family members as needed. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.